Event description:
Per information provided: on (B)(6) 2006 ¿ patient was diagnosed with large bilateral inguinal hernia thereby underwent open with implant of perfix plugs (device # 1) and (device # 2). Per operative notes, ¿the left inguinal hernia was noted and a large perfix plug (device #1) was placed in the lateral aspect of the canal wall and an onlay mesh was placed affixed to the fascia. In the right inguinal region, the small sac was identified and a perfix plug (device #2) was placed into the lateral defect of the posterior canal and an onlay mesh was placed affixed to the fascia as similar as left side.¿ on (B)(6) 2006 ¿ patient was diagnosed with suture and mesh granuloma of old left inguinal hernia thereby underwent open repair. Per operative notes, ¿the entire firm mass was excised in its entirety and it appeared to be a granuloma secondary to mesh (device # 1).¿ on (B)(6) 2006 ¿ patient was diagnosed with suture and mesh granuloma of left inguinal thereby underwent open repair with partial removal of mesh (device # 1). Per operative notes, ¿a large portion of mesh granuloma was excised including some suture granulomas. The mesh that had been placed previously around the external canal was left in place.¿ on (B)(6) 2007 ¿ patient was diagnosed with suture and bilateral mesh granuloma thereby underwent open repair with removal of mesh (device #1 and #2). Per operative notes, ¿in the right inguinal region, the old mesh granuloma (device #2) plus scarring and fibrosis were completely removed. In the left inguinal region, sclerotic fibrotic mesh (device #1) and some scarring in the area was excised. On (B)(6) 2007 ¿ patient was diagnosed with chronic left inguinodynia thereby underwent open repair. Per operative notes, ¿there was a evidence of scarring. A flat piece of mesh had been placed over the floor of the canal. The cord structures were adherent to the piece of mesh. The mesh was removed. The iliohypogastric nerve, ilioinguinal nerve, genitofemoral nerve were ligated. Because of the removal of mesh plug, there was a defect within the floor of a canal. A bard soft mesh (device #3) was placed on the floor of the canal and secured using sutures.¿ on (B)(6) 2007 ¿ patient had ischemic left testicle with substantial pain thereby underwent scrotal left orchiectomy with placement of intrascrotal saline prosthesis.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.